Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. An x-ray was performed and the cause was undetermined. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned, while the ICD was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.